Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was unknown, but it was confirmed that the impedances were normal prior to the implantable neurostimulator (ins) replacement. The rep also stated that the impedance values have normalized, but the specific values were not provided. The patient was receiving effective treatment.

Event description:
A consumer reported via a manufacturer representative that they had mouth pulling, tongue quivering, and right had tremor after their implantable neurostimulator (ins) was replaced. The cause of the event was not reported. The manufacturer representative met with the patient and interrogated the ins. The interrogation found high impedances on the left side. The patient reduced the amplitude of stimulation on the left side and they were referred to their health care provider (hcp). No surgical intervention occurred and it was unknown if any was planned. It was unknown if the issue was resolved. The patient was alive with no injury at the time of this report. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.